Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The mildly calcified target lesion was located in the artery. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 5atm for 10 seconds. The procedure was completed with another of different device. No patient complications were reported.